Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/09/2014 with the following findings: a battery compartment crack and battery compartment moisture were observed. Leak testing revealed a battery compartment leak. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts.